Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted to the hospital on (B)(6) 2015 for suspected thrombosis. The patient was started on an integrilin drip for elevated lactose dehydrogenase levels up to 1300u/l. An echocardiography ramp test was performed that found the aortic valve was not closing. The patient¿s pump was exchanged on (B)(6) 2015. The patient remains ongoing on the new lvad.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the (B)(6) registry stating: increasing ldh.

Manufacturer narrative:
Corrected information - it was reported that the pump would not be returned for evaluation. The report of suspected thrombus could not be confirmed; however, the instructions for use lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
It was reported that the surgeon noted a very large thrombus on the inlet bearing of the pump. The patient was reportedly non-compliant with medication and was admitted and placed on a heparin drip prior to the pump exchange. The patient's inr was reportedly sub-therapeutic and was as low as 1.2 to 1.7 even when the patient was on the heparin drip. The patient's inr goal was reportedly between 2 and 3.

Manufacturer narrative:
(B)(4): the pump has been retained at the hospital, as it was sent to their pathology department. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.